Manufacturer narrative:
Two (2) samples (1 new and 1 used) list# mc330623, 9" (23 cm) appx 0.67 ml, ext set pressure infusion (400 psig) w/2 microclave¿ clear, purple clamp, rotating luer were returned for evaluation. As received, the silicone seal of the used samples was observed to be protruding out of shuntless, no additional damages were observed. The brand new set was opened and no visually abnormalities were confirmed. The bran new sample was high pressure tested with an activated clamp, after the test the seal popped out. No additional damage or anomalies were observed. The od and ID of the tubes were measured finding within specification, however when the pinch clamp's gap was measured, this was found out of specifications. The sample was sent to manufacturing sites and after some test, they confirmed the clamp met the product specification. Complaint can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 9" (23 cm) appx 0.67 ml, ext set pressure infusion (400 psig) w/2 microclave¿ clear, purple clamp, rotating luer where it was reported that during the intravenous (IV) contrast injection, the contrast flowed through the clamp off second lumen out onto the patient. The valve broke and the rubber/silicon piece sticking outside of hub. The purple clamp was closed. The injection of contrast was going into the unclamped lumen. The pressure caused the contrast to flow up through the other clamped off lumen and forced the rubber valve to pop out of IV. The contrast/liquid then flowed all over the patient into the computed tomography (CT) table. There was patient involvement and unknown patient harm.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.